Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced "unstable impedances and stimulation." It was stated the reporting manufacturer representative "guessed that the lead was going to be fractioned." It was reported that in the beginning of (B)(6) 2014 the patient "felt unstable stimulation" and the impedance testing found each contact to be on the "4000 ohm order." It was noted that in the latter half of (B)(6) 2014, impedance testing found only contact pairs of zero and three and one and three to be over 4000 ohms with measurements of 4366 ohms and 4242 ohms respectively. It was reported that when the patient's impedances were tested intraoperatively without an adaptor on (B)(6) 2014 the impedances were recorded as follows: 0<(>&<)>1 4063 ohms, 1<(>&<)>2 4151 ohms, 2<(>&<)>3 10000 ohms, and 1<(>&<)>3 4298 ohms. Further additional information stated "no" malfunctions had been seen and the cause of the issue had not been determined at the time of follow-up. It was reported an "operation was planned but the schedule had not been determined" yet at the time of follow-up. It was noted the patient was "receiving effective therapy with limited electrodes" and the device was "still in use".

Manufacturer narrative:
Concomitant product: product ID 3389s-40, serial # (B)(4), , implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported after implantation, the patient¿s parkinson¿s disease symptoms were alleviated and the patient was in a good condition until the beginning of (B)(6) 2014 when they visited the clinic and had complained of discomfort. It was noted there was an impedance reading of 4,000. It was stated the lead condition was confirmed using an x-ray and impedance measurement was performed again with a result of 2,000 ohms. It was noted the patient had returned home briefly because their symptoms had subsided. It was stated no disconnections or faulty connections were seen in the x-ray results. It was noted impedance abnormalities ¿numbered over 4,000¿ even during the hospital visits after the following week. It was stated the patient sometimes had exacerbated symptoms ¿where it seemed like a switch was turned off.¿ it was noted the patient¿s settings were not changed before the exacerbation of their symptoms. It was stated re-operation occurred on the day of report. It was noted the patient had moderate symptoms when they were exacerbated. It was noted all of the impedance measurements were measured at 0.7v and they could not determine whether there was a lead disconnection or not. It was stated the right side impedances were normal. It was noted the abnormalities were seen in the left side. It was further reported there were some out of range electrodes. It was further reported the patient received effective therapy with limited electrodes.